Manufacturer narrative:
Section d4 & h4: additional information.

Manufacturer narrative:
Analysis conclusion the reported event of pump stoppages while on ac power was confirmed based on the information recorded in the provided log file. A log file provided by the customer was reviewed. The recorded information revealed normal operation from the time stamp of day 31, 5 hours and 7 minutes to day 32, 21 hours and 50 minutes when there was a power loss and controller clock reset. The remaining data revealed 8 days, 15 hours and 19 minutes of events where speed reductions (including 0 rpm) accompanied by power and pi elevations were recorded while the system was connected to a power module. The system controller was not returned for evaluation. Although a specific root cause for the pump stoppages captured in the log file was not able to be determined, it appears that these events could be related to a driveline issue which was confirmed during the pump evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced a pump stoppage event while connected to ac power. Log file analysis noted a pump stoppage event due to the controller losing power. No further information was reported.